Manufacturer narrative:
Patient code: no consequences or impact to patient. (B)(4) - (B)(6) test results. (B)(4) - an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product (architect anti-hbs assay, list (B)(4)) that has a similar product distributed in the us (architect ausab, list (B)(4)).

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, in-house testing, a review of quality release testing, a search for similar complaints, and a review of labeling. The evaluation consisted of the calibration of one architect i2000sr analyzer with the (B)(6) assay. Clinical specificity testing was completed with lot 03054lf00 and met all validity and acceptance criteria. A complaint review did not identify an adverse trend or product issue related to the customer's issue of (B)(6) results with the architect (B)(6) assay. Quality release testing was reviewed and all met release criteria. Labeling was reviewed and found to be adequate. Additionally, it has been documented that venilon and there is a possibility that it contains (B)(6) antibodies from positive donors and that an anti-body transfer occurred from the drug to the patient. Reference: transfusion volume 43, (B)(6) 2003. Based on our evaluation, we have determined that architect (B)(6) reagent, list number 7c18-25, lot number 03054lf00 is performing acceptably.

Event description:
The customer observed a (B)(6) result using the architect anti-hbs assay ((B)(6)). The discrepant result was generated after the patient had received a dosage of (B)(6). The patient was previously (B)(6) in (B)(6) of 2011. It was indicated that the patient has an auto-immune disease. The result was reported outside the laboratory. No additional patient information was provided. No adverse impact to patient management has been reported.